Event description:
Spontaneous call from pt to report his device is defective. When pt completes the mix he is getting 2 injections worth of dosage. The mixture would not go into the device. The pt missed dose as a result of the malfunction. The pt could not provide lot and expiration date. Unclear if pt still has defective device on hand. No further info available. Unk if pt had any side effect from missed dose. Reported to (B)(6) by pt/caregiver.